Event description:
Patient had peripheral vascular disease with claudication of the lower extremity. During percutaneous transluminal angioplasty (pta) of the right superficial femoral artery, the nose cone of the stent broke off. Consult done with vascular surgeon, who recommended an endovascular procedure to remove the retained broken piece of stent.